Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead was unable to be successfully implanted after several tries to find a place with good measurements, the helix was extended a retracted approximately 10 times, as a result, thrombus and tissue seemed to be entangled inside the helix. This lead was successfully replaced. No additional adverse patient effects were reported.